Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat an unspecified vessel. There was some resistance during use of the ht flex-t guide wire and the device was removed. It was noted upon removal that the tip of the wire had unraveled. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils were confirmed. The reported difficult to advance could not be tested due to the device condition. The reported break could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that resistance was encountered during advancement of the guide wire. Factors that may contribute to difficulty advancing the guide wire include, but are not limited to, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. In this case, analysis of the returned wire noted multiple bends on the distal end of the wire. This type of damage is consistent with interaction with the anatomy. It is possible that the wire sustained damage during advancement, impacting its maneuverability and resulted in the difficulty encountered during advancement. Additionally, it is likely that manipulation of the wire, during its difficult advancement, contributed to the reported stretched coils. The reported break was unable to be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat an unspecified vessel. There was some resistance during use of the ht flex-t guide wire and the device was removed. It was noted upon removal that the tip of the wire had unraveled. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified the guide wire was kinked/bent and no break was identified. No additional information was provided.